Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The stent was unable to cross the lesion. Upon removal and inspection of the stent it was found that the stent was flared. The procedure was successfully completed with another stent. No pt complications were reported. The pt's status is reported as 'satisfactory/good.'